Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (rep) indicated that they confirmed the implant date as (B)(6) 2025. The use-by date (ubd) was also confirmed to be 2026-05-28.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine (14,5 mg/ml at 31,895 mg/day), bupivacaine (27,2 mg/ml at 59,83 mg/day), and prialt (0,8 mcg/ml at 1,75971 mcg/day) via an implantable 40 ml pump. It was reported that at the time of thefirst pump refill, they were limited to only being able to fill the pump to 35 ml. They agreed to wait for the second fill before declaring it, as it was thought that this could be simply due to the activation of the pump's safety valve. However, this problem was confirmed during the second filling on (B)(6) 2025. It was further indicated that the physician was only able to inject 37.5 cc in the pump. There were no known factors that may have led or contributed to the issue. As per the pump log provided, a service code 529 was indicated regarding the pump motor having stopped (stalled) and restarted. No interventions were taken to resolve the issue. The issue was unresolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the date of the first refill was on (B)(6) 2025. The date of the motor stall was unknown. The length / duration of the motor stall was unknown. The cause of the motor stall was unknown. The pump would not be explanted. The doctor¿s patient wished to understand why the pump could only be filled to 35ml.